Event description:
The following has been reported: nurse reported: "leaking". Injury/adverse reaction: no. Active infusion stoppage: no. A preliminary review identified the following issue: administration set leak (external part) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. During the visual inspection a gap was observed at the connection between the drip chamber body and spike drip chamber. An underwater leak test was performed, and bubbles were observed coming from unit, located at the drip chamber component. The customer complaint is confirmed. Probable root cause could be related to supplier manufacturing assembly defect. Manufacturer has been notified of this incident in the past. The current process controls detection includes 1) visual and dimensional sampling inspection at incoming inspection area.